Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors more than once. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump had rejected new battery and hairline fracture where the reservoir goes and also state that reservoir had been loose but never fallen out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing. However, device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. Device had broken reservoir tube lip. The test reservoir locked in place properly and no anomaly noted.